Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter was giving erratic meter readings. The meter reportedly read "16.0 and 7.4 mmol/l" within 20 minutes of each other with the same approved sample source. Based on statistical methodology, the calculated difference of these glucose results exceeded lifescan's criteria for accuracy. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) is k093745.